Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed the motor test. It passed the displacement, self, unexpected restart error test and basic occlusion test. All operating currents are within specification. The off no power alarm functioned properly and no motor error or failed battery test alarm was noted. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he woke up with high blood glucose of 490 mg/dl. Customer treated with manual injections. The customer also reported the insulin pump was having battery issues. The customer stated he was in the process of changing infusion set and battery and the insulin pump alarmed failed battery test and alarm would recur with each battery change. During troubleshooting, the customer did not receive a failed battery test alarm. He also reported that the insulin pump alarmed motor error during the cannula fill. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence but the device failed the high pressure test sine it alarmed motor error instead of no delivery. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.